Event description:
Procedure: lobectomy. According to the reporter: the instrument was fired over lung. Although staples with straight legs were found in cavity, firing seemed to be ok. The next firing was across the pa. Then, fired across pv. However, staples in distal end of sulu were not fired on tissue (pv). Then, heavy bleeding occurred. The procedure was converted to open and bleeding was manually sutured. Over 4000cc blood transfusion was required. The pt was reported as under observation. No other pt information was available. Also, one of the sulu jaws was bent.

Manufacturer narrative:
Initial report sent to FDA on 02/11/2009.